Event description:
During surgical procedure, team working on removing x-ray machine. Table controls were handed to anesthesiologist. Shortly thereafter the table went into extreme trendelenburg and it appeared the patient was going to slide off the table with the retractor in place. Manufacturer response for or table, steris 4085 or table (per site reporter): manufacturer rep has performed additional user education to alleviate issues with hand controls.